Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) mentioned that the customer was unable to provide any samples of the affected devices or the user ID involved. The customer then requested that the case be closed, stating that if the issue reoccurred, they would reach out to us and submit a new ticket with the required samples.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, employee unable to login in some pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.